Event description:
PICC placed in 2002 under fluoro. It was a difficult insertion. The pt had 2 weeks of antibiotics at home. There was regular flushing, after 2.5 weeks there was blood coming up the line, urokinase used, worked for a week. Blood in the line every day for a week. It was flushed to removed the blood. As a unusual amount of blood was coming up the line the pt went back to hosp where the line was removed. On removal it was noticed that the tip of the catheter including the valve was missing.